Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The steerable guide catheter referenced is filed under a separate medwatch MFR number.

Event description:
This report is filed for the difficult to remove device which has potential to cause or contribute to serious injury. It was reported that the inter-atrial septum wall was very thick and the trans-septal puncture (tsp) was too anterior. While advancing the mitraclip steerable guide catheter (sgc) and the clip delivery system (cds) through the tsp, there was an awkward trajectory and the cds was too anterior and too close to the aorta. It was decided to remove the cds, but during removal, the clip got caught on the sgc soft tip. Troubleshooting was performed and the clip was able to be removed from the sgc. After removal, the soft tip of the sgc was noted to be damaged and torn. Zero clips were implanted and the mitral regurgitation (mr) remained 4+. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It is possible that the user technique, in combination with the reported thick septum, contributed to the difficulty retracting the clip into the guide; however, this cannot be confirmed. Based on the case information reviewed, a cause for the reported difficulty removing the device due to the clip becoming caught on the soft tip could not be identified and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.